Manufacturer narrative:
Upn: the complainant was unable to report the exact upn, the autotome rx sphincterotome was reported to be a hydratome device. Lot: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome and a spyscope digital access and delivery catheter (spyscope ds) device were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass ds procedure performed on (B)(6) 2015. These devices were used for biliary obstruction. According to the complainant, during the procedure, before cannulation was achieved, there was difficulty experienced when trying to locate the ampulla. After the successful cannulation using the hydratome, the preloaded guidewire of the hydratome was then placed and cholangiogram and sphincterotomy were performed. They inserted the spyscope ds device wherein it visualized a cloudy, white fibrotic looking, and with no clear lumen. Reportedly, this visualization was due to the anatomy location and not related to any imaging issues of the device. The guidewire was removed and irrigation and suction were performed in order to clear the site. The spyscope ds was then reinserted and was able to visualize a fibrotic, white/red colored tissue. The spyscope ds was removed and cytology brushing was performed on the cbd stricture then followed by the implantation of a 7 french plastic advanix stent. The procedure was completed using the same hydratome with no known device malfunction. Post procedure, the patient complained of abdominal pain and had a duodenal perforation, in which, according to the physician, occurred during sphincterotomy and wire cannulation. This was confirmed through a computed tomography (CT) scan, which also revealed excessive air. The patient was then sent for an exploratory laparotomy surgery, wherein the perforated duodenum was treated with a patch approximately 1-2mm and chest tube was placed for the presence of excessive air. The patient's condition at the conclusion of the procedure was stable and was reported to have recovered with no leak noted after the gastrography as of (B)(6) 2015.